Manufacturer narrative:
The device was received for evaluation. Visual inspection by naked eye of the product showed the product was wet. A leakage test of the dialysate side was performed and a leakage was found. The reported condition was verified. A crack in the welding zone was observed. The cause of the crack was undetermined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during latter half four hours after starting treatment with a polyflux 140h dialyzer, an external dialysate leakage was observed between the venous header and housing. It was reported ¿a small pool was formed under the dialyzer¿. Treatment was discontinued. The dialyzer was replaced with a new polyflux 140h and treatment was restarted with no issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.